Event description:
Healthcare professional reported "patient underwent breast implants and has been reporting one breast was infected". This is for the unknown side. The device remains implanted.

Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
This relates to the right side.